Event description:
It was reported that the wake button difficult to turn on. Customer pressed wake button with more force and pump displayed turned on; however, customer reported that the "button does not work appropriately". There was no reported adverse impact to customer's blood glucose. Customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.